Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis with a high blood glucose level of 395 mg/dl. The customer felt symptoms of nausea and vomiting. The customer did not provide the time and date of the hospitalization. The caller stated that the insulin pump was accidently disconnected form the customer prior to that hospitalization. The customer did not return the product back for analysis.